Event description:
Patient reported the dentist that they had seen said that they have an overbite and they need their front teeth corrected also. Patient will be going to invisalign.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.